Event description:
It was reported that the customer needed assistance with programming her new insulin pump. The customer's blood glucose level was 414 mg/dl. The customer was advised to call back the helpline when the customer's husband is available to confirm if the insulin pump was correctly set up and functioning properly. Customer declined troubleshooting because she is not able to see and needs assistance from her husband. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.